Manufacturer narrative:
Investigation summary: bd received 50 samples for investigation. Of these, thirty samples were selected for functional testing. All samples passed testing with no evidence of damage to the device or leakage during use. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® push button blood collection set, two (2) units exhibited blood leaking from the hubs of the units, requiring recollection of the sample. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that when using the bd vacutainer® push button blood collection set, two (2) units exhibited blood leaking from the hubs of the units, requiring recollection of the sample. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D2b: additional medical device type: fpa. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.